Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported healthcare professional (hcp) has had pumps in the past that have stalled and were able to recover after they stopped the pump and restarted it. Event date was unknown. No further complications were reported/anticipated.